Event description:
Customer reported the insulin pump alarmed button error, and he was unable to clear the alarm. Customer's blood glucose was 72 mg/dl. Customer ate prior to checking blood glucose customer was active which caused him to go low. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump had no button response due to a flattened escape button dome switch. No button error alarm was noted. The basic occlusion, occlusion, prime and excessive no delivery alarm test could not be performed due to the unresponsive buttons. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.